Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) was not inflating properly, and the patient experienced recurrent incontinence. The device was explanted and replaced following a cystoscopy procedure. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with artificial urinary sphincter (aus) and the patient experienced recurrent incontinence since the cuff had inflation issue. The physician performed cystoscopy and replaced the device. There were no further patient complications.